Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13b06099 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Dianeal therapy was discontinued. The patient was hospitalized for the event. The cause of peritonitis was unknown. It was also reported the patient had flu symptoms and their intestines were leaking. Treatment was not reported. Three days later the patient was discharged from the hospital. The patient recovered from this peritonitis event.